Event description:
A hosp director of surgical services reported that loss of image was experienced during two procedures. During one procedure, a physician was attempting to take biopsies in a pt's trachea. Although the image on the monitor flickered for approximately five to ten seconds, the procedure was completed with the same equipment. According to the director of surgical services, there were no adverse events related to the occurrence. The second procedure was a diagnostic bronchoscopy. The director stated that the image "died" and could not be retrieved. The procedure was stopped for approximately five minutes while the scope was exchanged for one with an eye piece. The procedure was completed without complications. Background: the hospital director of surgical services described the "flickering" image as one that was wavering up and down. The following equipment was used during the procedure: cv-240 video processor, clv-u40 light source, oev-203 video monitor and an su-3 switching unit.